Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the physician had some difficulty screwing in the set screw to the atrial port. The screw seemed to be at an angle. The set screw appeared secure and measurements test during and post implant were within normal range. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.